Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital with chest pain. The atrial lead was fractured and exhibited loss of capture. The lead was explanted.